Event description:
According to the reporter: during use of the device, a part broke and fell into cavity. The item was removed from the patient and another device was used for the reminder of the procedure. No further patient or issue was reported.